Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter was prepared and inserted into the patient, and initially, all electrodes were displayed correctly on the ep system. However, the catheter shape suddenly appeared different, not circular, and not correctly positioned. The electrograms (egm) signals were noisy. Despite attempts to resolve the noisy signal by checking all connections, the issue persisted. The catheter was removed, and upon visual inspection, one electrode appeared to be broken. The catheter was replaced with a new one, and the case was completed without any problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012615936 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the handle segments. External visual inspection of the array segment showed on the array segment, electrode(s)# 3, 4 were observed to be crushed/damaged, the spiral array pebax tube was observed to be kinked and pinched and a dent mark(s) on the tip was observed. On the shaft segment, the dual lumen was observed to be partially detached from the shaft. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba)chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot/lopot verifications were carried out and electrical continuity test revealed an open loop on the electrode # 4, 8 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents and during inspection of the array segment, an electrode wire to electrode # 4, 8 detachment was observed. In conclusion, the catheter failed the return product inspection due to an electrode wire to electrode detachment on the spiral array, a dent mark(s) on the tip, spiral array tube kink, distal arm pebax tube pinched, crushed/deformed electrodes on the spiral array and dual lumen detaching from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.